Event description:
A patient on the ventilator was transported to have a CT scan performed. The therapist went to connect the oxygen source. The ventilator began to alarm "vent inop" and the ventilator settings were checked. No obvious problem was noted with the ventilator but the ventilator was changed out with a similar type of ventilator. No injury occurred to the patient.